Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and unresponsive keypad. Customer's blood glucose at time of incident was unknown. Customer was advised the pump will be replace and return.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.